Manufacturer narrative:
Follow up 02/26/2016: customer reports bg levels are "good." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl) following a supply change. Customer delivered a bolus with the pump, but was subsequently hospitalized on (B)(6) 2016. While hospitalized, customer was treated with lantus and insulin injections. Customer was released from the hospital on (B)(6) 2016 with a bg level of 349 (mg/dl). Reportedly, customer states there may have been kidney damage and stress on their heart. Customer has resumed pump therapy.

Manufacturer narrative:
.